Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the trocar sleeve was discolored to white when harmonic device was activated at around the tip of the sleeve. The device was used as-is to complete the case. When the device was removed from the patient, the tip of the sleeve seemed to be melted. The doctor touched the sleeve, and then it chipped. As it was broken after the operation, there were no adverse consequences to the patient.